Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had an alert for a charge circuit timeout. It was noted that the device triggered recommended replacement time (rrt) back in 2018. The device was explanted and replaced. No patient complications have been reported as a result of this event.